Manufacturer narrative:
Additional excluder® devices included in this report: plc201200/13381536 and plc271000/13698383. UDI¿s: rlt351414/14926056 - (B)(4). Plc201200/13381536 - (B)(4). Plc271000/13698383 - (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to neurologic damage (local or systemic).

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses as part of an endovascular aortic repair. The patient tolerated the procedure without any reported complications. On (B)(6) 2016, the patient complained of lower back and bilateral limb pain. On (B)(6) 2016, magnetic resonance imaging reportedly revealed an infarct at the level of t11. The physician suspects spinal cord ischemia. The patient¿s symptoms were reported to be improved from the previous day. The physician will continue to monitor the patient.

Manufacturer narrative:
Correction: MRI exam occurred on (B)(6) 2016.

Event description:
On (B)(6) 2016, the patient was implanted with three gore® excluder® aaa endoprostheses as part of an endovascular aortic repair. The patient tolerated the procedure without any reported complications. On (B)(6) 2016, the patient complained of lower back and bilateral limb pain. On (B)(6) 2016, magnetic resonance imaging reportedly revealed an infarct at the level of t11. The physician suspects spinal cord ischemia. The patient¿s symptoms were reported to be improved from the previous day. The physician will continue to monitor the patient.